Manufacturer narrative:
H6: corrected the following: health effect clinical code, health effect impact code, component code, type of investigation, investigation findings, investigation conclusions. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
D10. H10. Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available. Concomitant products: (B)(6) - 02-010-01-0330 - logic femoral ps cem right sz 3. (B)(6) - 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. (B)(6) - 200-02-29 - three peg patella 29mm. 07 0130 14 020 - a10007 - gps knee implant kit.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2014, with no reported revision. No other patient information / medical history reported. No radiographic images of the device are provided. The device will not be returned. There is no other information available.